Manufacturer narrative:
Multiple attempts were made to obtain the device context of use, evaluation, repair, and operational status with no response from the customer. The logs obtained and it was sent to philips product support engineer (pse) for review. But, the logs could not analyzed due to insufficient information. The reported problem was not confirmed. No further information was provided. A supplemental report will be submitted if new information is obtained.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section d2b: FDA procode updated based on information known at this time. Catalog item ID is unknown and unable to acquire through follow up activities. E1 reporter information: (B)(6).

Event description:
It was reported from the corridor the nurse noted the pediatric patient was no longer breathing and there was no audible alarm generated by the bedside monitor or the central station. The patient was suctioned to remove a mucus plug obstructing the airway and ventilation resumed without defibrillation. The patient status was listed as 'alive and safe'. The customer feedback form indicates there was no actual harm to the patient; however, additional information is required.